Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. A stent strut at the centre of the stent was slightly raised off the balloon material. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. A 2.50mmx28mm promus premier¿ stent was selected and advanced; however, it was noted that the device failed to cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.